Manufacturer narrative:
E.1 initial reporter phone # (B)(6). H.6 investigation summary: bd quality has reviewed the complaint, service activities, and adverse event question. The results of this evaluation have not identified any new hazards, new risks, or specific trends. DHR review is not required as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Complaints received for this device and reported condition will continue to be tracked and trended. Additional investigation will be performed if an actionable level is reached.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged that there was an increased potential for mis-association due to use error. The following information was provided by the initial reporter: apps indicate that the problem is probably a crooked/badly printed/dirty barcode. Barcode scans a different sample number than what is on the bottle. The sample numbers are scanned normally at the lis. This only happens sporadically. Stickers are not damaged.